Manufacturer narrative:
Initial.

Event description:
It was reported that the charger would not indicate power when plugged in, as the green status light no longer illuminated, and a goodwill replacement was arranged. Symptoms included no clinical effects. Outcomes included no impact on health or therapy interruption reported. Investigation included customer interview and case review. Investigation of this case revealed a suspected charger malfunction consistent with an electrical or indicator failure of the charger component, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external charger.